Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had blank display. The customer¿s blood glucose level was unknown. The customer reported that they changed battery the contact fell out and had placed it back and the display was flashing white. The customer was advised we will ship a new battery cap.the customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The insulin pump will not be returned for analysis.